Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause is not possible. There was one other complaint found related to this failure mode.

Event description:
The reporter indicated a peripherally inserted central catheter (PICC) line inserted after multiple attempts. Position confirmed by x-ray. Subsequently, unable to remove the guidewire. In attempting to remove guidewire, PICC line broke, leaked at the connection with the line itself. Line was removed.